Event description:
It was reported that the device did not work since implant. The device was programmed more than six times. The patient had more pain after the device was implanted. The patient felt as if the device was causing more harm. The patient had lumbar pain, which was stated to be due to arthritis and osteoporosis. The patient could not bend. The patient felt a stabbing pain around the device; the area around it was purple, and had been since implant. The patient wished to have the device removed. Additional information was requested.

Manufacturer narrative:
Product ID 3998, lot# v010366, serial# implanted: (B)(6) 2006, explanted: product type lead. Product ID 37752, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type recharger. Product ID 37742, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type programmer, patient product ID 3708240, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type extension. (B)(4).